Manufacturer narrative:
A replacement glidescope core smart cable was provided to the customer. The core smart cable used in the procedure was returned to verathon for evaluation. A verathon technical service representative evaluated the returned core smart cable and was unable to confirm the reported image failure. The glidescope core smart cable produced a normal video image when connected to known, good, test equipment. The camera image quality test was performed and passed. Since the glidescope core smart cable is not repairable and a replacement was already provided to the customer, the core smart cable used in the procedure was scrapped. No further investigation is required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope core smart cable, the cable was shorting out and losing video. The customer's biomed believed the cause of the problem to be a loose hdmi connector. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.